Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 16688658, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had lead migration and inadequate coverage with the old leads. The patient underwent a lead replacement procedure and was doing well postoperatively. No device malfunction was suspected.